Event description:
Report received that nurse was unable to interrogate pt's pump after pt had an MRI. Pt was last refilled 2003 at 60mg/ml 20 mg/day or .0833mg/hour simple continuous infusion. Nurse was unable to restart the pump--result: continuous rate of 1ul/day. Reprogrammed pump back into a stopped pump mode, emptied the reservoir and filled with saline. Follow up with nurse revealed the nurse was never able to get their 8820 programmer to work to achieve response from the pump. Company rep brought an 8840 programmer and the staff was able to interrogate the pump. Post programmer and the staff was able to interrogate the pump. Post programming with the 8840 the pump now responds to the 8820 in the office. Pt did not suffer any withdrawal symptoms but did have return of severe pain. Pt had been given a prescription for oral medication to get filled but their insurance does not pay for it and pt was unable to pay for themselves. Pt is doing fine now with pump reprogrammed.